Event description:
The hcp reported, that a study revealed the pt's catheter was "fractured". The hcp is planning to perform a catheter revision. In the meantime, the pt is being treated with supplemental oral medication until the revision can be performed. The drug contained in the pt's pump is unknown. The pt outcome is still ongoing. Add'l info has been requested, but was not available at the time of this report.